Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amulet delivery sheath. The patient had a pre-existing condition of atrial fibrillation. The patient's left atrial pressure was 11mmhg. Transseptal puncture was inferior mid. During the procedure the device was partially re-captured once. The device was implanted. Two days post-implant the patient returned to the operating room with a cardiac tamponade in the left atrial appendage. A pericardiocentesis was performed. The user believed the device caused the cardiac tamponade. The patient status was stable.

Manufacturer narrative:
An event of patient-device incompatibility (pericardial effusion) and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported pericardial effusion could not be determined. The reported cardiac tamponade was a cascading effects of pericardial effusion. The reported unexpected medical intervention was a result of case-specific circumstances as the pericardiocentesis was performed. There is no indication of a product issue with respect to manufacture, design or labeling.